Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of power cable disconnect alarms, as well as a tear in the patient cable, were both confirmed. The provided log file contained data spanning 7 days ((B)(6) 2020 ¿ (B)(6) 2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. Atypical power cable disconnect alarms were observed throughout a majority of the log file, all while the 14-volt patient cable was in use ¿ power cable fault alarms that were not associated with a power source exchange. The rsoc value within the black lead was observed to be significantly below average during the alarms. Low voltage advisories within the log file did not appear to be atypical and did not occur while the cable was in use. No other notable events were observed. The returned 14-volt patient cable (lot number 11019011403) was observed to have a small tear on its cable jacket near its black power lead. The cable was functionally tested. A power cable disconnect alarm became active on test equipment when the cable was in use correlating to the black lead. The cable was opened, and it was revealed that the conductors were significantly kinked and damaged throughout the cable below the y-junction. Resistances within the voltage and rsoc wires were observed to be above average, potentially causing the atypical power cable disconnect alarms. The root cause of the damage to the patient cable and its conductors was unable to be determined through this analysis. The heartmate ii patient handbook instructs users on how to resolve alarms that sound from their system controller, including alarms associated with power cable disconnect and low voltage conditions. The heartmate ii patient handbook instructs users to regularly inspect their equipment for damage, including the 14-volt patient cable, and to obtain replacements if necessary. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had several power cable disconnects in addition to some low voltage advisories. The patient stated that the alarms occur when connected to power module but they often stop when the patient lightly wiggles the cable. 2 small tears in the patient cable were observed. Upon log file review, the log displayed (2) low voltage advisories during the 6.5 day length of the file; (1) low voltage advisory occurred on (B)(6) 2020 at 7:58am due to depleted batteries in-use / possible patient error, the second occurred on (B)(6) 2020 at 10:49am while changing from power module to batteries. The log also displayed several power cable disconnects and it appears that the black power lead is, at times, not connected to a power source. It was also observed that there were low voltages on return of spontaneous circulation (rosc) at the black power lead while the patient is tethered on patient cable / power module. It was advised to inspect the patient¿s controller power leads and patient cable in-use. The controller was exchanged. No additional information was provided. Related manufacturer report number: 2916596-2020-02832.